Event description:
Complainant alleged that the clinicians were attempting to monitor a pt. With the device in defibrillation mode. The clinicians were using both three lead ECG electrodes and multi-function electrodes with the device. The clinicians were unable to obtain an ECG in any leads or through the multi-function electrodes. They then obtained another device and successfully treated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.